Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the radiologic technician (rt) took an image and it showed up flipped. The rt did not chose orientation prior to image. Site flipped the image to the correct orientation on the stealth system.